Manufacturer narrative:
UDI #: no UDI because this device is not sold in the USA.

Event description:
The customer reported the device displays a message indicating a battery fault. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.